Event description:
It was reported by a customer on (B)(6) 2011 the markings on the fiber did not match the laser output at 171,628 joules. Per the customer, the fiber completed the case. No patient injury was reported.